Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: no patterns were found; therefore, no additional actions are deemed required. The trend of (B)(4) fluid leak complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Healthcare professional reported the device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identify crease sharp opening on posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease sharp opening on posterior assessed as to a fold flaw opening. Additional, changed, and/or corrected data: b5, d6(b), d9, h3, h6.